Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: te 233004 and "selftest failed" during start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - device evaluation: root cause: this case was initially assessed as reportable. However, during a reassessment of the case, it was found that the device alarmed with te233004 (autozero qaw fail) and "selftest failed" with no patient involvement. There was no prior malfunction reported with patient involvement. A "te", i.e., a technical event does not end up with a shutdown of the device. Due to the fact that there is no reported malfunction outside of this testing of the device, this case was reassessed as not reportable. The technician on site has replaced the pressure assembly. After the replacement of the pressure assembly the device functioned as intended. There is no information that would lead to the conclusion that the issue led, might have led or would lead to a deterioration in the state of health of the patient.

Event description:
The following was reported to hamilton medical ag: te 233004 and "selftest failed" during start up.